Manufacturer narrative:
Concomitant medical products: 5024m-52lead implanted: (B)(6) 1998 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited suspected abnormal telemetry, possible sensing issue and no pacer spikes seen at times. The ipg remains in use. No patient complications have been reported as a result of this event.